Event description:
Updated information - it was reported that the patient underwent the revision surgery due to a spinous process fracture. The patient reportedly underwent a laminectomy at the fractured level. The procedure was completed "without any problem". No patient complications were reported.

Event description:
It was reported that a patient with an initial diagnosis of l4-l5 spinal canal stenosis was treated with an interspinous spacer device. According to the report, the patient was scheduled to undergo a revision surgery due to "device dislocation" but it is unknown whether a revision surgery has taken place. No further information is available at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4)